Event description:
Nurse drew up heparin in the syringe. Administered medication to pt in the abdomen using subcutaneous administration technique. When nurse withdrew the syringe after the subcutaneous injection, the entire needle remained in the abdomen. The hub was on the syringe. The needle was removed from the abdomen intact. No injury to the pt or add'l intervention required.